Manufacturer narrative:
Field service engineer (fse) confirmed that there were no fluoro exposures allowed through foot control and found the generator console was locked up at 4 pulses per second fluoro rate and could not be changed. Fse cycled power to the generator, the system error went away and exposures were then allowed. Fse than checked the system for proper operation per service checklist and returned unit to customer for full service.

Event description:
On (B)(6) 2013, customer states via phone that during a ureteroscopy procedure the fluoro failed. The physician was able to finish the procedure with the endoscopy monitor. No pt information is available. Customer does have backup capabilities. No report injuries.